Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. While on support, the pulses in both feet could not be found. It was noted that both feet were equal and did not look ischemic. The patient had an episode of high purge flows, motor current drift, and loss of pulsatility. The team believed it seemed like clot ingestion. The p-level was dropped to p2. An echo was done that showed there was no clot, the p-level was turned back, and flows/motor current seemed to respond appropriately. There were no pulses in either foot. Vascular surgery was consulted and was not concerned. The patient remained on impella support and was successfully weaned.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist system instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.